Manufacturer narrative:
(B)(4). The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: late seroma, rupture, and cysts.

Event description:
Healthcare professional reported left side rupture, late seroma, and cysts. Device has been explanted.